Event description:
The customer reported that their transformer fell apart when they unplugged it from the wall.

Manufacturer narrative:
Attempts were made to obtain additional information from the customer. There was no response from the customer to follow up questions. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. Though the product has not been evaluated, this type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit form a 1.0m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues of which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated (B)(4) in order to determine root cause and will continue to be monitored.